Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted one black particulate matter (loose) found on the joint between the tube and the welded cassette. An under water pressure testing was also performed with no issues noted. Functional test including self-test and priming was performed and no abnormality was observed. The reported condition was verified. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "black spot" in the tubing of a homechoice automated pd set with cassette. This was observed before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: baxter healthcare - singapore: 2 woodlands industrial park d, singapore 738750, singapore. Baxter healthcare - tunisia: route de chebbaou, 2021oued e, tunis, tunisia. Should additional relevant information become available, a supplemental report will be submitted.